Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed primary audio background test. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the bottom case and plunger assembly tamper seals are broken, and the device was observed to be in good physical condition. The device?s event history log was reviewed for evidence of the reported event, and ?primary audible alarm bgnd? Error was found. To conduct functional testing, the device was powered up and an occlusion test, and audio test were performed. Upon power up, the device was unable to duplicate the primary audible alarm bgnd during occlusion test, was unable to determine the intermittent of the error, there was no physical or any other damage on the speaker. The speaker was replaced as a preventative measure. The device passed all functional testing. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: health effects - clinical signs and symptoms or conditions corrected.